Event description:
The complaint states that a pairing issue was reported. Product was provided for investigation. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The allegation was confirmed via product. The cause of the pairing issue was due to a wearable failure. The probable cause of the wearable failure could not be determined via data.

Manufacturer narrative:
(B)(4).